Event description:
During evaluation of a returned homechoice device, a high drain error 105 (night drain 5) alarm was identified in the log. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 11:05:28. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The electrical rite test was performed successfully. The functional test failed due to a system error. A visual inspection was performed and passed successfully. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.